Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not been received.

Event description:
The event involved a tego¿ connector where the customer reported air entered through the tego and migrated up the venous line. They stated that the line was promptly clamped, and the tego connector was replaced. There was patient involvement and unknown adverse event/human harm as a result of this event.

Manufacturer narrative:
Device was received 7/18/2025. Investigation summary: one (1) used list# d1000, conector tego was returned for evaluation. As received, no physical damage or anomalies were observed, no mating device was returned for evaluation. The sample was tested as procedure and no anomalies were noted. Complaint of product incorporates / allow air passage cannot be confirmed or replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.